Event description:
It was reported that the patient¿s pump might not have had the reservoir volume updated at the last refill. The patient¿s last refill was on (B)(6) 2014 but the manufacturing representative did not have the session report from that refill so there was not enough information to determine if the reservoir volume had been updated. The patient was going to be coming in to have the pump read. Additional information received reported the patient¿s pain had increased and that the pump was updated at the previous refill. The patient¿s pump was refilled on (B)(6) and there was no discrepancy in volume. A magnetic resonance image (MRI) was going to be done to rule out a granuloma. The pump was infusing infumorph (morphine). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).